Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right atrial (ra) lead was oversensing and there was no capture threshold. The physician programmed the device. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.